Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported that the patient experienced overstimulation at the ipg site. The symptoms occurred whether stimulation was on or off. As a result, the patient underwent surgical intervention on (B)(6) 2017 to have their ipg site relocated.

Event description:
Follow up revealed that the patient has effective therapy.